Event description:
Upon measuring the nutrisafe2 tube (nasogastric tube, ngt) against the patient, I noticed that the number measured at an abnormally long length for this particular baby. That is when I noticed that the numbers on the tubing were backwards. At this point, I placed the faulty tubing into a bag. The ngt was never inserted into the patient.